Manufacturer narrative:
Review of the system logs found no errors were logged during the procedure. Log review of the 5 subsequent procedures performed on determined that the system functioned normally, no intraoperative events or issues were found. The following concomitant products were used during this procedure: endoscope 30 degree, tip-up fenestrated grasper, force bipolar, two clip appliers, monopolar curved scissors, permanent cautery hook, large suturecut needle driver, force feedback maryland bipolar forceps, vessel sealer extend, sureform 60 stapler, sureform 30 curved-tip stapler, sureform 45 stapler, suction irrigator. Site history review found no complaints for the instruments used in the procedure, and the multiple-use devices were used in subsequent procedures after the event date with no reported complaints. Device history record (DHR) review for the instruments confirmed that there were no related non-conformances documented. A review of the vessel sealer extend logs found the instrument was installed once and passed homing. The cut complete and seal events were completed with no relevant errors noted. Stapler log reviews of the stapler instruments found the sureform 60 stapler was installed once and fired one blue reload. The sureform 30 curved-tip stapler instrument was installed five times and fired three white reloads. The sureform 45 stapler instrument was installed five times and fired three blue reloads and one white reload. There were no stapler related errors in the logs. An intuitive surgical medical safety officer (mso) review of the event concluded that the patient in this report developed a delayed bleed after a robotic pancreaticoduodenectomy. What specific vessel bled and how or why it may have bled was not provided. The amount of bleeding and the issues that resulted in the bleeding were not provided. The specific anastomosis that was redone was not provided. Performing the anastomosis revision may indicate that it was the site of bleeding; however, the specific site of bleeding was not defined. The patient developed multisystem organ failure and expired 3 days later; how the organ failure developed was not provided. No allegation was made about any intuitive surgical products or instruments. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that after an uneventful da vinci-assisted pancreaticoduodenectomy surgical procedure for a benign tumor, the patient expired postoperatively. The robotic procedure was completed as planned without any intraoperative complications. Blood loss was minimal and the surgical field was "dry" at the end of the procedure. The surgeon reported that the patient required a subsequent open laparotomy a few hours postoperatively due to blood pressure complications indicating bleeding. An open laparotomy was performed and the bleeding was identified from a small blood vessel. The bleeding was stopped with unspecified interventions, and the anastomosis was redone. The patient ultimately expired three days postoperatively in the intensive care unit due to multisystem organ failure. The surgeon reported that the patient¿s postoperative course was related to the management of medical care and does not attribute the patient's postoperative course to be related to the initial da vinci procedure. No specific details were provided.